Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite gastrointestinal videoscope, the scope was not smooth after installing the air/water switch, but the scope worked fine without the air/water button. It was reported that upon inspection and testing of the customer returned device, yellow foreign material was found clogged in the scope air/water tube due to insufficient cleaning. The customer also reported that the procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to clogging of air/water tube, no air was fed, and scope nozzle missing. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the yellow foreign material clogged in the air channel was unable to be identified. Olympus will continue to monitor field performance for this device.